Manufacturer narrative:
It should be noted that the mitraclip system instructions for use (IFU), states under the "intended use" section that " the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.h10: instructions for use statement corrected.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents at this time. All available information was investigated and a conclusive cause for the clip opening slightly during establishing final arm angle (efaa) in this incident could not be determined. It should be noted that the mitraclip system instructions for use, states that "the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The off-label use is associated with the procedure being performed on the tricuspid valve. It cannot be confirmed whether the off-label use contributed to the clip opening during efaa. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with grade 4. The first clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed. However, the clip opened to 60 degrees when establishing final arm angle (efaa) a second time. The physician decided not to deploy the clip and use a new cds. The second cds was advanced to the mitral valve and during the third efaa, the clip opened to 60 degrees. The physician decided to re-close the clip and deploy the clip without further efaa. One clip was implanted, reducing tr to 3. A delay was reported; however, it was not a clinically significant delay in the procedure as there was no adverse patient effect reported. No additional information was provided.